Manufacturer narrative:
An olympus service technician evaluated the device onsite. Inspection and testing did not confirm the reported event. The light source had no defects. The plug of the scope was full of water. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported error code b30 and error code e216 were displayed on the subject device and the socket was wobbly. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the reported event was the defect of the inserted scope (flooding). There was no anomaly in the light source. However, the plugs in gif-h190(sn: (B)(6) ) were found to be full of water. The light source was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The clv-190 instruction manual identifies the following related verbiage which could have prevented the phenomenon: [4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.